Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the observed issue.  The cause of the issue was determined to be due to a failure of the internal hlc battery, designator bt2 from the analog pcb assembly.   UDI - (B)(4).

Event description:
The customer initially reported that their device had its charge-pak icon illuminated.  After an evaluation of the device by physio-control, it was observed that an internal hlc battery could no longer retain a charge, which would lead to a loss of power with the device. There was no report of any patient use associated with the reported issue.